Event description:
As reported by the edwards clinical specialist, during the transapical transcatheter aortic valve replacement (tavr) procedure, immediately after valve deployment the patient's blood pressure did not recover and remained around 40 mmhg. Anesthesia administered pressors and a post deployment tee revealed moderate 2+ pvl. The decision was made to post dilate the valve with 2cc's added to the original volume and the balloon positioned about 70-30 ventricular. After post dilation the pv leak was reduced to mild, but the bp was still low. The team massaged the heart and an iabp was inserted, but this created torrential ai so the iabp was turned off. Fortunately, the anesthesia drugs started taking effect and the patient's bp was noted to have increased to 200 systolic. Drugs were administered to lower the bp. After the bp lowered, the decision was made to remove the sheath from the apex. Pacing was commenced during sheath removal. Shortly after sheath removal the pressure spiked again to >200 systolic, and the apical purse string sutures began to leak and tear through the apical tissue. Significant blood loss occurred, and the decision was made to place the patient on fem-fem bypass. While the team was placing the patient on bypass the electrical rhythm flat lined, and the team massaged the heart. The patient was successfully placed on bypass, and the bp was brought to a normal level and the heart was decompressed. The apical closure was repaired with pledgets and sutures. A final assessment was made of the sapien valve via tee and the pv leak was trace or mild. The thoracotomy was closed, and the patient was noted to have left the or in stable condition. Per report, the team attributes the patient's decline to poor ventricular recovery after the pacing run during implantation, and to a small lv that had low volume and low flows. In addition, they also believed that the pressures could have been better managed. They don't believe that the pv leak was the reason for the poor recovery after implant. Additional information provided by the clinical specialist (cs), indicated that during post dilatation the balloon was reinserted so that more of the balloon was ventricular than aortic. This was done in an effort to focus on the skirt section of the sapien valve, rather than the outflow section to prevent flaring the outflow and creating central ai.

Manufacturer narrative:
The sapien valve was not returned to edwards for evaluation as it remains implanted in the patient. In addition, a device history record (DHR) review was not required/performed as there was no allegation of product malfunction. Per the instructions for use, cardiogenic shock is a potential risk associated with standard cardiac catheterization, balloon valvuloplasty (bav), the use of anesthesia, aortic valve replacement and bioprosthetic heart valves. Cardiogenic shock can have multiple etiologies, including myocardial infarction, ventricular tachycardia, cardiomyopathy, and damage to the heart muscle. It is most often due to poor ventricular function. Other major risk factors that may predispose a patient to cardiogenic shock include advanced age, a history of heart failure, previous myocardial infarction, and coronary artery disease. In this case, per report the surgical team attributes the patient's decline to poor ventricular recovery after the pacing run during implantation, a small lv that had low volume and low flows and the managing of pressures. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventive actions are required.